Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent antenna icon. The root cause was determined to be a defective transmitter.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.